Event description:
It was reported that the patient expired in 2008. The cause of death was unknown; reported as not device related. Additional information has been requested from the hcp, but was not available as of the date of this report. Drug concentration and daily dose were not reported.